Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
Patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placed on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient experienced granuloma at the stoma site and was recommended to treat it with terracortril ointment. On an unknown date, the physician prescribed to stop the treatment with terracortril and to use silver nitrate.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A photograph displaying an inflamed stoma and granulation tissue with peg tube in situ was provided for evaluation. The visible portion of the abvie peg tube and external fixation plate appear typical and free from defects. The peg tube remained implanted and was not returned. Corrected data in describe event or problem.

Event description:
Subsequent to the submission of the previous medwatch report, it was noted that the following information was inadvertently not included in the report. The patient consulted a dermatologist. It was decided to stop with silver nitrate, dry with aqueous eosin and apply maxitrol.